Event description:
Dx. With intraductal ca breast july 97. Followed by radical mastectomy & reconstruction on 7/14/97 with mcghan 800 cc tissue expander in the sub-muscular position. On 8/5/97 250 cc nacl injected into port. Approx 10 days later deflation occurred over 3-4 day period. On 8/21 total deflation port reinjected with 250 cc. Again total deflation resulted. 9/11/97 tissue expander removed intact. No obvious leaks seen. New rt breast tissue expander inserted & 250 cc nacl instilled no apparent leading at time or at the time of pt's discharge.